Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290 humidification chamber was 'snapped' when they opened the 900pt501 kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.